Manufacturer narrative:
A cracked reservoir tube lip, cracked display window and cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on the keypad traces.

Event description:
Customer reported that the insulin pump received a button error alarm. Customer does not recall any significant events leading to the alarm. Customer did not know the blood glucose value. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.